Manufacturer narrative:
Manufacturing records were reviewed and the helaon gv lot was manufactured according to specification. All results were within specification. No nonconformity was noted. Visual inspection of the complaint sample was not performed as it has not been returned to the manufacturer. The reported complaint cannot be confirmed. However, visual inspection of retain samples were performed and no visible defects were found on the package or solution. Chemical and endotoxin testing were performed on the retain samples. The results were within product quality specifications. According to investigation, results from the re-tests and medical events trending, the customer¿s report and historical complains, the reported patient code of ¿corneal edema¿ has not been confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable. If explanted, give date: not applicable. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient experienced diffusive corneal edema after use of healon gv in her right eye. Her visual acuity in her right eye was reported as below: visual acuity pre-op: hand movement in front of the face - almost blind; visual acuity post-op: 0.02; visual acuity as of (B)(6) 2016: 0.4 - 0.5. No additional information was provided.